Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport MRI isp attached to a groshong catheter was returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. The investigation is confirmed for the reported catheter fracture and the identified wear and deformation issues, as a two partial circumferential breaks were noted approximately 11.2 cm and 11.8 cm from the distal end of the cath-lock. The proximal edge of the distal partial circumferential break was observed to be finely granular in one region, and smooth in another. The distal edge of the distal partial circumferential break was noted to be smooth. Three circumferential kinks were observed approximately 12.2 cm, 12.6 cm, and 13.2 cm from the distal end of the cath-lock. The three circumferential kinks were noted to be jagged; they also appeared to only penetrate the outer catheter as stressed inner catheter material was also observed. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that some time post port placement, the catheter was allegedly found to be damaged. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that some time post port placement, the catheter was allegedly found to be damaged. There was no reported patient injury.